Event description:
A customer from (B)(6) reported to biomérieux discrepant imipenem results for an escherichia coli urine sample in association with the vitek® 2 ast-n190 test kit. On (B)(6) 2017 the sample was tested and produced a result of imipenem >= 16 resistant and meropenem 8 resistant. The sample was retested on (B)(6) 2017 and the results was imipenem <= 1 and meropenem <= 0.25. Both tests were performed with the isolate cultured on mac conkey agar. The customer stated they did not perform any alternative test method to confirm the results. The customer reported patients results were affected and there was a delay greater than 24 hours for reporting results. It is not known what results were reported and if patient treatment was affected. The isolate and test reports are not available from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux discrepant imipenem results for an escherichia coli urine sample in association with the vitek® 2 ast-n190 test kit. An internal biomérieux investigation was performed. On (B)(6) 2017, vitek® 2 ast-n190 test kit (lot 5600171103) met final qc release criteria. In addition, imipenem met final qc release criteria. An isolate submittal was requested by biomérieux in order to confirm the vitek® 2 ast-n190 issue as compared to the reference method; however, an isolate was not submitted by the customer. Therefore, it was not possible to further investigate this discrepancy.